Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. It was reported through the patient outcome that the patient passed away due to a subarachnoid hemorrhage that was thought to be in the setting of mycotic aneurysm/septic emboli with supratherapeutic inr. It was reported that the device operated as intended and will not be returned for evaluation. The heartmate ii left ventricular assist system instructions for use lists stroke, bleeding, sepsis and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document, as well as the heartmate ii left ventricular assist system patient handbook, outline care instructions regarding infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2020 due to a to subarachnoid hemorrhage thought to be in the setting of mycotic aneurysm/septic emboli with supratherapeutic international normalized ratio (inr). The patient signed onto hospice services. Furthermore, it was reported the device operated as intended and that the device will not be returned for evaluation. No additional information was provided.